Event description:
It was reported that during the right internal carotid artery (ica) c2 aneurysm procedure, the subject flow diverter stent was implanted. However, the next day post procedure the aneurysm ruptured. The patient is stable probably due to a medication. Angiography confirmed thrombosis in the mass and spasm. Treatment is unknown. Patient is in the intensive care unit (ICU).

Event description:
It was reported that during the right internal carotid artery (ica) c2 aneurysm procedure, the subject flow diverter stent was implanted. However, the next day post procedure the aneurysm ruptured. The patient is stable probably due to a medication. Angiography confirmed thrombosis in the mass and spasm. Treatment is unknown. Patient is in the intensive care unit (ICU).

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. D4 gtin - updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was a medical intervention reported. ¿hemorrhage due to ruptured aneurysm. The patient is now stable probably by medication¿. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. After stent placement, it was verified that the stent was fully dilated along the vessel wall. The anatomy was reported to be average tortuosity, which may have contributed to the reported event. An assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient aneurysm rupture¿, 'patient vasospasm serious¿ and ¿patient vessel thrombosis¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.